Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator generated an error code alarm indicating a severe occlusion. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer reported to have found water in the expiratory filter vial, and to have replaced the filter. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).